Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer alleges left wheel appeared to cause the chair to be off balance, tried to compensate for it with joystick and it tilted to the right, tossing him out of chair and the chair landed on top of him. Consumer alleges joystick, motor, and battery issues with device prior to and after alleged incident.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges left wheel appeared to cause the chair to be off balance, tried to compensate for it with joystick and it tilted to the right, tossing him out of chair and the chair landed on top of him. Consumer alleges joystick, motor, and battery issues with device prior to and after alleged incident.